Event description:
The intellanav open irrigated catheter was selected for use during the ablation procedure to treat atrial tachycardia. The device was prepared normally and flushed without issues. The catheter was placed in the left atrium and was ready to ablate at 50 watt / 40 degrees, however, the device was not working and stopped ablation after one second due to high temperature. The cables connections and ground pads were checked. No error messages appeared. The metriq pump was changed to manual mode and restarted. The catheter was then exchanged, however, the second catheter had impedance issue. A third replacement of the catheter was able to resolve all the issues. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned intellanav mifi open-irrigated ablation catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
The intellanav open irrigated catheter was selected for use during the ablation procedure to treat atrial tachycardia. The device was prepared normally and flushed without issues. The catheter was placed in the left atrium and was ready to ablate at 50 watt / 40 degrees, however, the device was not working and stopped ablation after one second due to high temperature. The cables connections and ground pads were checked. No error messages appeared. The metriq pump was changed to manual mode and restarted. The catheter was then exchanged, however, the second catheter had impedance issue. A third replacement of the catheter was able to resolve all the issues. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.